Event description:
The customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The option-lok male adapter was connected to the female adapter of an intravenous access port. The clave port of the extension tubing set was connected to an unspecified primary tubing set, and was used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that the nurse disconnected the unspecified primary tubing set from the clave port of the extension tubing set. After an unspecified length of time it was noted that the silicone sleeve of the clave port remained in the depressed position. The customer contact reported that 3ml of blood dripped onto the floor. The extension tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of critical therapy. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported silicone sleeve remained in the depressed position was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.